Manufacturer narrative:
Device was used for treatment, not diagnosis. 2012 nov-dec; 46(6): 640¿645. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
A journal article was received titled: outcomes of osteoporotic trochanteric fractures treated with cement-augmented dynamic hip screw, indian j orthop. 2012 nov-dec; 46(6): 640¿645. Authors: rakesh kumar gupta, vinay gupta, and navdeep gupta. Reportedly: a study involving 64 patients had pmma augmentation of dhs by injecting pmma cement into the femoral head with a custom made gun designed by the authors. It was reported that a patient died on the third postoperative day due to medical comorbidities, unrelated to the surgical procedure. No further information is available. A copy of the literature article is being submitted with this medwatch. This report is for a lag screw. It is not known if synthes products were used. This is 2 of 5 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
No suspected association between death and the use of the product. Correction to outcomes attributed to adverse event from death to other serious. Type of reportable event was corrected from death to serious injury.